Event description:
It was reported that when lowering the cot down to bed height the patient jumped out of the cot. The patient fell to the floor and hurt their head, elbow, and knee. The patient then had to be taken back to the hospital to be looked at. Further information has not been provided.

Event description:
It was reported that when lowering the cot down to bed height the patient jumped out of the cot. The patient fell to the floor and hurt their head, elbow, and knee. The patient then had to be taken back to the hospital to be looked at.

Manufacturer narrative:
Multiple attempts for additional details on the injury and the treatment were requested, however, the customer did not respond to these attempts. Corrected the manufacturing date in section h4.